Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
]Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - updated the description of event to include that syncope was experienced due to the malfunctions.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing and post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD) resulting in pacing inhibition, the patient experienced syncope. Programming changes were performed to resolve the issue. The patient condition was stable post programming changes.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing and post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD) resulting in pacing inhibition. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.